Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer had high blood glucose value of 543 mg/dl on (B)(6)2017. The customer declined to troubleshoot for high readings. The customer stated that the pump alarmed no delivery. The customer reported event to be resolved by complete set change. The customer also reported low reading of 60 mg/dl. The insulin pump was not returned for analysis.